Event description:
The reporter indicated that the patient's magnet rate at the beginning of the check up was 85ppm and threshold testing was adequate. While attempting to program to a different pacing rate, the message "programming sent but not confirmed" was received. Several unsuccessful attempts were made to reprogram. The electrocardiogram showed intermittent rate of 100ppm without the magnet. The device was explanted on 6/10/98. The reporter also stated that the patient had an automobile accident three days prior to the event.

Manufacturer narrative:
Summary of analysis: the reported "will not program" and "rate too fast" were not verified in analysis. Because it was possible that the device was programmed to vvt, the rate limit circuitry was tested and found to be within specifications. The battery is partly depleted - normal. This report is late due to an administrative error.